Event description:
It was reported that there were episodes of high impedance spikes on the lead. The lead has a possible fracture. The lead is still in use with plans for revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).